Manufacturer narrative:
Investigation results: it was reported that in procedure tka the threads were stripped (it's unknown when the event occurred). The procedure was completed without delay. Backup from smith and nephew was available. No patient injury or other complications were reported. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. The impactor was manufactured in 2011 and this device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that in procedure tka (it's unknown when the event occurred) the threads were stripped. The procedure was completed without delay. Backup from smith&nephew was available. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.